Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 5 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. - 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. - 3 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 1 event had the problem identified before clinical use/exposure. -there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 3 devices were received. 1 device investigation type has not yet been determined. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 4 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 5 reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. - 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement.